Event description:
The pt reportedly had multiple open electrodes and experienced poor performance. Programming changes were made; however, the issue was not resolved. Device testing confirmed open electrodes. Surgery to explant the pt's device will be scheduled.